Event description:
It was reported that the reservoir of a small volume folfusor ruptured during filling. The reporter stated that the device was first filled with 50 ml of fluorouracil using a syringe. The preparer then attempted to fill the device with an additional 46 ml of fluorouracil; however, during this second filling the bladder ruptured. The reporter stated that this led to solution leaking from the connection of the syringe and the device onto the preparer¿s hand. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 3, 2014 - october 4, 2014. The device was received for evaluation. Visual inspection noted a ruptured reservoir. A microscopic inspection revealed rupture marks on the exterior surface of the reservoir near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.